Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a needle retraction issue occurred. The sensor was inserted into the upper buttocks on (B)(6) 2018. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. The device was visually inspected and found that the applicator does not fire when the trigger is depressed. The reported event of a needle retraction issue was confirmed. The probable cause of the issue is an assembly error because of excessive friction on the torsion spring and it is telescoping and causing the drive wheel to jam before touching the trigger.